Event description:
Information received a smiths medical cadd legacy 64000 pump failed metric accuracy test. No patient involvement.

Manufacturer narrative:
Other, other text: (a1, b3, h6, h10 ) additional information was received in which the reported event date was provided. Customer also noted that there was no patient involved with the reported event.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. The investigator performed three separate delivery accuracy tests. The reported product problem (failure of the volumetric accuracy test test) not confirmed during testing. The delivery accuracy testing found the average delivery error of the pump to be within the published specification of +/-6%. No fault was found during the investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.